Event description:
It was reported that a ems was used during a burch procedure. It was reported by the affiliate that the instrument did not fire. A new device was used to complete the case. There was no consequence to the pt.